Manufacturer narrative:
Patient date of birth/age and weight are unknown. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was used for treatment, not diagnosis. This report is for one(1) unknown drill bit. Device is an instrument and is not implanted/explanted. This report is for one(1) unknown drill bit. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a fractured humeral surgery on (B)(6) 2016, while the surgeon was implanting the multi lock nail into the patient's left humerus bone; the surgeon stated that he was unable to get the anterior distal screw to line up on the aiming arm. The surgeon kept missing the whole with the drill bit. Due to this incident an additional five (5) minutes was added to the operating room time. The surgeon chose to only implant the distal 4.0mm locking screw instead of his preferred method of using two (2) distal locking screws. It was reported that the surgery was completed successfully with no harm to the patient. Concomitant devices: a 8mm ti multiloc proximal humeral nail left, cannulated, 160mm/ (B)(4) - lot number unknown - qty (B)(4). A 4.0mm ti locking screw with t25 stardirve 24mm/ (B)(4) - lot number unknown - qty (B)(4). Aiming arm knob/ (B)(4) - lot number 3796664 - qty (B)(4). This report is for one(1) unknown drill bit. This report is 3 of 3 for (B)(4).